Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a 16 fr sheath was inserted by performing a cutdown from the right femoral artery. This delivery catheter system (dcs) was inserted using an in-line sheath. The valve was successfully implanted. Upon removal, an angiograph of the peripheral vascular revealed that stenosis had developed in the right femoral artery where the device was inserted. It was reported that were was some blood flow. A surgical repair of the stenotic vessel was performed as there was a cutdown. The stenosis was released and the flow was restored. According to the physicians, there was calcification in the portion of the vessel where access was attempted, and the calcification may have shifted while inserting the device. This resulted in the stenosis of the vessel. No additional adverse patient effects were reported.